Manufacturer narrative:
After battery installation, no blank display noted. Device passed displacement, sleep current measurement, active current measurement, and self tests. Device had cracked battery tube threads, cracked case . Device p-cap or test reservoir locks in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that their insulin pump was not working. Customer was just changing her battery and a piece from inside the compartment was broken and came off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.